Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device, presented with recurring incontinence. It was believed that the recurring incontinence was due to suspected sub-cuff atrophy of the urethra. The aus device was explanted, and a new aus device was implanted. There were no further patient complications.